Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Evaluation summary: as returned, the device is fractured at the grooves around the perimeter of the blade. The device has a potential field age of approx 5.5 years at the time of failure. The most likely cause of failure is repeated loading of the device during its 5.5 years in the field indicating that the device exceeded its useful lift due to normal wear. Evaluation: device history records indicate all components were manufactured and inspected to specification. Sem analysis of the fractured surface indicated the fracture was due to repeated loading.

Event description:
It was reported that during surgery, the physician's assistant pulled back on the retractor and it snapped in half.